Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found an irregular balloon burst without missing pieces. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ [contraindications]. 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients. Patients with known allergy to silver coated catheter". Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were 2 cases of catheter balloon burst 12 hours after placement. The second catheter was collected, and it was sent for investigation. It was later reported via email on 2 october 2019 from international business center (ibc) representative, there was no missing pieces of the balloon. The ibc representative reported on 11 october 2019 via email that, it was unknown if the catheters were from the same lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there were 2 cases of catheter balloon burst 12 hours after placement. The second catheter was collected, and it was sent for investigation. Per additional information received via email on 2 october 2019 from ibc representative, there was no missing pieces of the balloon. Per additional information received via email on 11 october 2019 from ibc representative, it is unknown if the catheters were from the same lot.